Event description:
It was reported that the pump logs confirmed a series of motor stalls and motor stall recoveries. The first motor stall occurred on (B)(6) at 16:09 and the most recent motor stall occurred on (B)(6) at 23:43 with no recovery. It was reported that the patient had been ¿sick for a while¿, but it was not specified if this was related to the motor stalls. It was noted that the patient did have an MRI at an unknown time. Programming the pump to minimum rate was discussed, in case the patient was to be managed with oral medications and current stall was to recover. The device system was used to deliver bupivacaine, compounded baclofen and dilaudid 30mg/ml at 14mg/day.

Manufacturer narrative:
Product ID: 8590-1, lot# n117634, implanted: (B)(6) 2007, product type: accessory. Product ID: 8578, lot# n115773, implanted: (B)(6) 2007, product type: accessory. (B)(4).